Event description:
I have been experiencing pelvic pain, severe back pain and bloating for years after having the essure procedure. However, in (B)(6) 2012, it became much worse, sometimes causing me not to be able to sleep. Since then, I have had two transvag ultrasounds which showed inflammation of my cervix and various cysts. I also wanted to ensure that my coils were in place, and I see that they both have the ends broken off. I live in an area where no one is familiar with essure and medical care is limited. Currently, my gynecologist is "researching" broken coils. After a month and a half of two different antibiotics for the inflammation on my cervix, I am still in pain. I am afraid that the metal has embedded somewhere beyond my tubes and is causing infections. I was never tested for a nickel allergy. Originally, I had planned to have my tubes tied immediately after the birth of my last child, but was told the surgery team at the hospital was too busy. The nurse was sent down to suggest that I do essure. Prior to that, I had just seen the poster in the midwife's office. Later, I had the her option procedure for heavy bleeding in 2009 or 2010. The physician in (B)(6) said there would be no problem having it after the essure.

Event description:
Add'l info rec'd from rptr on 5/4/2014: since filing the first reported, I had a hysterectomy to resolve my issues due to essure. I had the procedure on (B)(6) 2007. I was supposed to have a tubal immediately following the birth of my daughter on (B)(6) 2007, but they sent someone down to tell me that the surgeons were to busy and to sell me on essure. I was never told about side effects like nickel allergies, coil migration, etc. I was only told it was a titanium coil. I was not told that it would cause chronic inflammation, possible post tubal ligation syndrome or that it contained pet fibers (endocrine disruptor?). If I had been told it was a classified as a class iii medical device and that there would be no recourse for problems, I certainly would never have agreed to have the procedure. I was never informed that my insurance would not cover after 5 yrs with the device. My issues with essure are as follows. Having researched this medical device after the fact, I discovered that since the essure coil was designed to cause inflammation so that the fallopian tube closes, it appears to cause chronic inflammation throughout the body. My symptoms echo that as well as adrenal fatigue. Two days after implantation, I complained of backpain. This continued until it was removed. Brain fog and extreme fatigue, insomnia, depression, decreased sex drive, abdominal swelling, increased menstrual bleeding. I had cryoablation to combat this in 2010 with only limited relief. Cramping. Prior to essure, I never had menstrual cramping. Increased problems with nausea and gerd. Prediabetes. Infections such as yeast infections, bacterial vaginosis, and urinary tract infections. The bv later lead to cervicitis. I had never had problems with any of that prior to essure. Cervical cancer was suspected because of the above, but finally ruled out. Ovarial and cervical cysts. Hip pain, chronic pelvic pain for over one yr until resolved with a hysterectomy. Endosalpingiosis. In (B)(6) 2012, I began to have horrible pain near my right ovary with shooting pains down into my leg. Shortly after, I began having cervical pain that was comparable to being in labor. This continued for over a yr. Various transvaginal ultrasounds were done only showing cysts and cervicitis. I went on round after round of various antibiotics with no relief. I was living on tylenol because of the nausea and gerd that had become a problem with essure. I cannot tolerate nsiads. No one in my area was familiar with essure - including the drs, ultrasound technicians and radiologists. I began to suspect that maybe essure was the problem when the transvaginal ultrasound results did not note any foreign device! I insisted on an xray, and noticed that the coils appeared to be bent or broken. Later, I ended up going to the (B)(6) to (B)(6) in hopes of finding a dr familiar with essure and knowing they had better equipment than the hospital in the u.s. Commonwealth that I reside in. The dr (who was certified to do the essure procedure) believed that my issues were referred pain, inflammation and possible misplacement. On (B)(6) 2014, she attempted to do a salpingectomy but the left coil was too deeply embedded in my uterus. She went ahead with the hysterectomy because I did not want any fragments. I am in possession of both of my coils. It appears that the right is unexpanded and covered in a plastic material. This is the side the pain began on and where endosalpingiosis was diagnosed by pathology. Both coils appear black and almost rusty in color.